Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Ventricular pseudoaneurysm is a recognized complication of the transapical tavr procedure. Guidewire or other device manipulation during the procedure may cause injury to a fragile dilated left ventricular wall. This can result from some degree of ventricular perforation and may initially manifest as pericardial effusion; however, postoperative increased ventricular wall tension may propagate a wall tear and this can result in a pseudoaneurysm. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case the cause of the pseudoaneurysm could not be determined; the reporting physician stated the pseudoaneurysm was not at the sheath insertion site or suture sites and the access site and sutures were completely intact. There is no evidence that suggests the pseudoaneurysm was directly related to an edwards lifesciences device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported that the patient was diagnosed with a cardiac pseudoaneurysm incidentally on discharge echo following a transapical tavr procedure. The patient was asymptomatic and the pseudoaneurysm was surgically repaired prior to discharge. The pseudoaneurysm was not at the sheath insertion site or suture sites, but located lateral to them and the cause of the pseudoaneurysm could not be determined. According to report, the tavr case went well and there were no problems with the access or closure at the site. The patient returned to the hospital at some other time with heart failure. The sapien valve is functioning fine according to the physician, however, it was found that the repaired pseudoaneurysm had returned. The patient was discharged and was not treated as he was still asymptomatic.